Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 469 mg/dl. The customer had symptoms such as sweating and treated with syringe. The customer's blood glucose value was 199 mg/dl at the time of the call. The customer stated that the infusion set unstuck. The customer was advised to monitor problem and call back if issues persist. The customer was advised if issues persist beyond recommendations, customer's health care professional may be able to recommend an ostomy nurse.